Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic left heart catheterization procedure using a 6f sheath. Reportedly, the device was stuck after plunger deployment. An incision was performed to take the device out of the tissue tract. The suture was used in an attempt to close the vessel. The device did not achieve hemostasis requiring manual compression to achieve hemostasis. There was a reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - impact code 4641 added.